Manufacturer narrative:
Evaluation, conclusions: off-label, unapproved, or contraindicated use (aortic neck length).

Event description:
A talent stent graft system was implanted in patient for endovascular treatment of an abdominal aortic aneurysm. The current maximum abdominal aortic aneurysm diameter measured 9.7cmx9.1cm. The current proximal aortic neck diameter measured 27 to 33 mm along a 6 to 8 mm length. The proximal aortic neck was mildly angulated and mildly calcified. There was mild thrombus present in the proximal aortic neck. It was reported that approximately six years and nine months post the index procedure, a follow up CT scan revealed that the talent bifurcate stent graft had migrated distally with a proximal type I endoleak. The physician implanted an endurant aui stent graft at the level of the lowest renal artery and extended with an endurant limb into the right common iliac artery. The physician then modeled the stent grafts with a reliant balloon. A post angiogram was done and the proximal type I endoleak was still observed. The physician then implanted five aptus endoanchors on the side of the endoleak. The physician removed the aptus guide and wire access was lost. The physician was unable to pass a glide wire through the endurant aui stent graft. The physician was concerned about the left leg and therefore elected to stop the procedure after performing a right to left femoral to femoral bypass. No final angiogram was done to confirm the resolution of the endoleak. Per the physician, the cause of the stent graft migration and proximal type I endoleak was due to patient anatomy of disease progression. The cause of the proximal type I endoleak to the endurant aui was due to a short aortic neck, less than 10 mm in length. The patient will be monitored by the physician. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.